Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she had a blank display on the insulin pump. Customer's blood glucose was 306 mg/dl at the time of the incident. Customer stated that she changed out the battery and the pump won't come back on. Customer stated that she bumped the pump a little but it was nothing serious. Troubleshooting was performed and the customer stated that the display did not return. Customer was advised that the insulin pump is not waterproof. Customer stated that if you press the light button it brings up a black screen. Customer declined to troubleshoot for damage to the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.